Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A sample device was received for evaluation. The top and bottom cases were in excellent condition and the plunger head was cracked by the screws. The event history log (ehl) review showed invalid syringe size. A syringe test and a calibration verification test were performed; the reported problem was duplicated which was due to syringe size out of calibration. Root cause was deemed to be normal wear / drift; the pump was over 11 years old. According to the old serial number, the device had been in service for few years and the customer might not have performed calibration verification or re-calibration. Actions were taken to mitigate the reported issue: recalibrated syringe size, performed power up process and the device passed all functional test.

Event description:
It was reported that the pump was not recognizing the syringe size. No patient injury was reported.